Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for trochanteric fracture of femur. During the surgery, it was very hard to insert an end cap with the screwdriver. The surgery was completed within 30 minutes delay. No further information is available. Concomitant devices reported: unknown end cap (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) cannulated stardrive screwdriver/t40/277mm. This is report 1 of 1 for complaint (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for trochanteric fracture of femur. During the surgery, it was very hard to insert an end cap with the screwdriver. The surgery was completed within 30 minutes delay. No further information is available. Concomitant devices reported: unknown end cap (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) cannulated stardrive screwdriver/t40/277mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.